Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set tape came off when the tubing snagged on a doorknob and was pulled off. No further information available.